Event description:
Taxus liberte japan pmss clinical study. It was reported that restenosis occurred. On an unspecified date, a taxus liberte paclitaxel-eluting stent was implanted in the mid left anterior descending (lad) artery. In (B)(6) 2013, the patient underwent a repeat percutaneous coronary intervention due to ischemia. The 3.5 x 14.0 mm, 80% stenosed target lesion was an area of in-stent restenosis of the previously implanted study stent located in the mid lad. It was treated with balloon angioplasty and placement of a 3.5 x 14 mm non-bsc stent with 0% residual stenosis.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).